Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was using a tens unit at the time of the shock. Technical services discussed the event with the caller. There were no additional adverse patient effects. The system remains implanted.